Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that after the patient charged their ins they went to turn their therapy on because their back was hurting but their programmer wouldn't connect to the ins. They saw the "replace programmer batteries" screen on the programmer. When the patient communicated with the ins the programmer showed "low ins battery" and to charge their ins on both their programmer and recharger (and not the "replace programmer batteries" screen). The patient was advised to start a charging session with the recharger. The patient started charging their ins with 6 coupling bars and the ins was charging in the lowest quartile. The patient thought they charged the ins to full so they were unsure why the ins needed to be charged. The patient also noted that about a year ago the patient had trouble charging their ins so they met with a representative who reprogrammed the ins so they could charge again. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative and patient reporting that the patient was having difficulty with recharging and that it takes several days to recharge. The patient is getting 0-1 coupling bar and poor coupling. The caller said the patient reports having issues with recharging in the last couple years. The rep said the implant is not moving around, is superficial, and not at angle. They attempted the antenna locate feature but that didn't result in better coupling. The patient was recommended imaging to determine if the implant is flipped if the new insr (implantable neurostimulator recharger) doesn't give better coupling. Before the rep disconnected, they noted that patient is getting 6 coupling bars. The patient called back on (B)(6) 2020 stating they've been having problems with the ins and a rep has been helping them. The replacement recharging antenna did not resolve the issue. A replacement insr was sent out. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the rapid battery depletion issue was determined to be that the patient did charge it right. After consulting with patient services, the patient¿s issue was resolved. After telling patient services what was on the screen, they told her what to do which resolved the issue. There were no further complications reported or anticipated.